Event description:
The balloon would not deflate and was manually ruptured by the physician.

Manufacturer narrative:
Following an outpatient back surgery, when attempting to remove the catheter, the balloon would not deflate. The staff tried to deflate the balloon with a syringe and also cut the catheter, but the balloon would not passively deflate. A urologist came and ruptured the balloon using a guide wire. The catheter was removed without further incident. The sample was not returned for eval. We have no lot number. A root cause has not been determined.